Event description:
The neuron 053 was successfully delivered to the ica. When a power injector was connected to the hub of the neuron, it cracked. A new neuron was then delivered and the case was completed successfully.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Device investigation: results: during flushing of the catheter a leak was noted in the lure fitting. The catheter has an ovalization 6.0 cm from the distal tip. The hub at the proximal end of the catheter is cracked. Conclusion: the damage noted in the complaint is confirmed. The cause of the damage could not be directly determined but is typical of damage seen when over-tightening a plastic hub on the rhv. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.